Manufacturer narrative:
H3 other text : suspect product was discarded.

Event description:
On (B)(6) 2023, a patient (pt) in south korea reported pain and redness in the right eye (od) while wearing and acuvue® vita¿ brand contact lens (cl) "sometime last week." The eye was still red and in pain and the pt noticed that the lens "has no blue tint unlike other eye lenses upon removal." The pt is a new wearer, but other cls were worn without issue. The eye is still red now and the pt will go to see a doctor today. On (B)(6) 2023, the pt provided additional information by phone. The right eye was affected and the "eye is fine now." On (B)(6) 2023, the pt provided additional information by phone. The pt visited an ophthalmologist (date not provided), was diagnosed with "severe corneal ulcer," and was prescribed "eyelevocin" eye drops 4 times a day for the last 3 days. The eye has not yet recovered. Multiple attempts for the pt's medical report and additional medical information have been made with no success. No additional medical information has been received. The date of the pt¿s event is being reported as (B)(6) 2023 as the exact event date is unknown. This report is being submitted as a worst-case event as we have been unable to verify the treatment and diagnosis of "severe corneal ulcer" with the pt's eye care professional. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0142p5 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.